Event description:
The customer reported that she had high blood glucose. Customer stated her blood glucose reading was 600 mg/dl but not getting any alerts even thou she changed everything. Customer's blood glucose was 291 mg/dl. Troubleshooting was done for high blood glucose. Customer stated treated high blood glucose with the insulin pump. Customer stated it seems that there is delivery of insulin but nothing is happening. Customer using manual injection to treat high blood glucose. Assisted the customer to perform high pressure test. Test passed. Troubleshooting was done for delivery anomaly. Customer's blood glucose was 286 mg/dl. Performed displacement test. Test passed. Advised to monitor the insulin pump and blood glucose. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).